Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was on disconnected mode. A field service engineer found station has no network, and no access to internet, also the port in which the station was connected to does not seem to be active. So, recommended the pharmacy staff to call information technology personnel from hospital to check on the port. The system functioned as intended after the field service engineer assisted the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es is on disconnected mode and went offline in remote smart service. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.